Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed "belt slip" and "pump jam" error messages. The pst found the drive belt was severed due to accelerated deterioration as a result of the misaligned small motor pulley. The small pulley was found to be shifted against and left groove marks on the motor housing. The pulley appeared to be set correctly but additional set screw witness marks were found along the motor shaft as the pulley shifted through use. The roller pump will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the roller pump will not turn when started. It sounds as if the motor is running for about five seconds, then the roller pump displays "pump jam" and the motor stops. The fsr installed a loaner roller pump. He completed all testing of the loaner roller pump and the unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. The software data logs were returned to the manufacturer on (B)(6) 2016 for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the sucker roller pump was alarming ¿belt slip¿ for a while and then eventually showed ¿over current¿ and ¿pump jam¿ errors before stopping. The pump would not restart, the roller pump was changed out with a roller pump from another system-1. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.